Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of nine devices. The first instrument was partially applied with ten clips remaining. The clip counter was no longer active. No visual abnormalities were observed with the instrument. The second instrument was partially applied with eight clips remaining. The clip counter was no longer active. The third instrument was received fully fired with no clips remaining within the tube shaft. The clip indicator was no longer active. Jaws open. Handle in neutral. The last six instruments were received sealed with the full complement of sixteen clips each. Functionally; the first instrument was applied to appropriate test media. The instrument was binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The first instrument was disassembled to observe the internal components to reveal a component in the trigger handle was broken. Pmv lost a portion of the broken component. The second instrument was applied to appropriate test media. The instrument was binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The second instrument was disassembled to observe the internal components to reveal a component in the trigger handle was broken. The third instrument was engaged in the end of firing safety interlock. The six sealed instruments were applied to appropriate test media. The instruments cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Some of the instruments did not have the tactile feedback while firing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The latch component may fracture and break causing the device to not make a tactile sound every time the handle is cycled and/or jamming the instrument. The product analysis established a relationship between a device failure and the reported incident of no tactile feedback. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, there were issues experienced with the loading or firing of the clips although some jaws were able to close and some clips were loaded and fired properly from the device. There was no sound when loading the clips and also no sound when it fired. They replaced the clip applier to complete the case. No patient injury.